Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623640) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, cervix inflammation, fibroids and menorrhagia. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain") and anaemia ("anemia"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed in 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, cystitis, vaginal infection, vaginal discharge, fatigue, headache, vaginal haemorrhage, migraine, allergy to metals, abdominal pain lower and anaemia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anaemia, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons) and (B)(6) 2007 (pfs), (B)(6) 2007 (pfs) patient received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse). Date of removal: (B)(6) 2016, 2012 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2007: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623640) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, cervix inflammation, fibroids and menorrhagia. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain") and anaemia ("anemia"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed in 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, cystitis, vaginal infection, vaginal discharge, fatigue, headache, vaginal haemorrhage, migraine, allergy to metals, abdominal pain lower and anaemia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anaemia, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons) and (B)(6) 2007 (pfs), (B)(6) 2007 (pfs) patient received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse). Date of removal- (B)(6) nov.-2016,2012(discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received: reporter and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623640) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain") and anaemia ("anemia"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed in 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, cystitis, vaginal infection, vaginal discharge, fatigue, headache, vaginal haemorrhage, migraine, allergy to metals, abdominal pain lower and anaemia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anaemia, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons) and (B)(6) 2007 (pfs), (B)(6) 2007 (pfs) patient received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: pfs received: event anemia and lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623640) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed in 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, cystitis, vaginal infection, vaginal discharge, fatigue, headache, vaginal haemorrhage, migraine, allergy to metals and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons) and (B)(6) 2007 (pfs), (B)(6) 2007 (pfs). Patient received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unknown. Imaging procedure - on an unknown date: unknown. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Lot number added. Date of explant added. This case was upgraded to incident from other event. New events were added: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nickel allergy, pelvic pain and lower abdomen pain. Onset date of menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bladder infection, vaginal infection, vaginal discharge and fatigue were added. Reporter information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623640) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In june 2006, the patient had essure (ess205) inserted. In january 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed in 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, cystitis, vaginal infection, vaginal discharge, fatigue, headache, vaginal haemorrhage, migraine, allergy to metals and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons) and (B)(6) 2007 (pfs), (B)(6) 2007 (pfs) patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unknown. Imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.